Manufacturer narrative:
MDR 9618003-2019-13931/ device 5 of 51. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer she was wearing had an off-centered starter hole. In addition, there were 50 unused wafers from unknown lots that had an off-centered starter hole. No photo is available at this time.